Event description:
Hosp reports that after setting high pressure limit to 30cmh20; pressure still went to 80cmh2o. Also reported that flow sensor fails d-5. No pt injury reported to service tech at time of repair.